Manufacturer narrative:
No information was returned, and the root cause could not be determined. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use. They did not provide any AED information.